Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Although the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report atypical movement of the clip delivery system in the left atrium, which has the potential to cause damage to the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. While steering the cds with the m-knob, the steerable sleeve was moving in the opposite direction. The decision was made to remove the cds and replace the device. A new cds was used without issue, using the same steerable guide catheter. Two clips were implanted, reducing the mr to 1 with a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.